Manufacturer narrative:
Concomitant medical products: product ID 3586, serial# (B)(4), implanted: 1991-(B)(6), explanted: 1994-(B)(6), product type lead. Product ID 7496-51, serial# (B)(4), implanted: 1993-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that there was no mention of an event in 1994 where the patient needed a lead repair or revision. The reporter stated there was no other information in the chart that they had available. The reporter further stated the patient was ¿just seen the other day.¿

Event description:
It was reported that the lead was replaced around 1997 because the lead had become disconnected from the extension and the patient was feeling a burning sensation. It was noted that records showed the lead was replaced in 1994. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.